Event description:
Complainant alleged that during biomed testing the device inappropriately powered up in "manual" mode. Complainant indicated that there was no patient involvement in the reported malfunction.